Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with aztreonam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 16, 2015 to april 20, 2015. The device was inspected at the baxter (B)(4) compounding center. A visual inspection revealed white particulate matter floating in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.